Event description:
Litigation papers allege the following: following implantation, patient began to suffer significant pain, as well as instability of her hip. These conditions did not resolve with conservative treatment. In (B)(6) 2010, patient's hip gave way, causing her to fall and suffer a fractured pelvis. After recall notice issued in (B)(6) 2010, tests ordered by physician showed significantly elevated levels of chromium in patient's blood, whereupon her surgeon recommended an immediate revision of her left hip. Surgeon documented that her synovial fluid had a "finding of metallosis" and that "significant black metallosis could be seen." The tissue surrounding her hip was "significantly involved with metallosis" and the posterior wall was almost "eaten away by the metallosis reaction of the hip replacement." There was also "significant bony defect."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified date of implant and date of explant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.